Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ degen disc disease/herniated disc pain. It was reported the patient's neurostimulator (ins) would never recharge and patient had so many other things going on in their life, they did not follow up with getting it taken care of. Patient could not confirm what difficulty recharging's were and stated they had 2 appointments with the manufacturer's representative. Patient stated the rep tried everything but was too overwhelmed and said forget it. Patient would like to have stimulation work again but patient did not have an hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient called a rep 2 hours ago. Patient was getting referred to an hcp for revision/replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the case was not scheduled yet. Patient was waiting for a consult. It was reported the patient wanted a new system.